Event description:
Customer stated that ibgstar meter readings are 50% than other meter. Blood glucose level was adjusted based on ibgstar readings and customer developed hypoglycemia.

Manufacturer narrative:
The device is not available for return. Report will be updated if add'l info becomes available. Customer did not seek medical treatment.